Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: needles had to be discarded. Customer observed : clog and bent needle. Product # 320562; lot # 0316744.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: needles had to be discarded. Customer observed : clog and bent needle. Product # 320562 ; lot # 0316744.